Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a return of pt symptoms that began (B)(6). The pt had pain that traveled down the leg to the ankle, and the pain was the same pain as before the stimulator was implanted. The pt had no trauma or falls "recently." When the stimulation was increased, there was also an uncomfortable stimulation effect. Additional information has been requested, a f/u report will be sent if additional information becomes available.